Manufacturer narrative:
.

Event description:
The following information was further determined from the clinic notes provided. On (B)(6) 2015, the pump rate was decreased to 0.96 mg/day and in the emergency room the rate was decreased to 0.12 mg/day. The patient was improving with therapy, renal function improved with "creat" decreased 1.4. The vent was being weaned and off pressors. Physical therapy noted ambulated with cane. The pain worsened with standing, walking, and lifting but improved with rest and medication. No focal weakness or numbness or tingling. Other lab results were hemoglobin 11.6, hematocrit 34.2, platelets 14.8 creatine 1.4 (1.72/2.95), tot protein 5.6, ana serum negative. Assessment notes noted "acute/chronic respiratory failure, copd, arf, dehydration - improved." Malnutrition was also noted. Should additional information be received, a supplemental report will be filed.

Event description:
It was reported that there was no alleged pump issue. The patient had a recent pump and catheter revision (see manufacturer report # 3007566237-2015-01416). The previous daily dose was approximately 4 milligrams (mg) per day (the exact information was not known). The new dose was dropped to the lowest allowable dose with the given concentration of dilaudid 20 mg/ml and the patient was sent home post-operative. The patient had been found at home early in the morning of 2015-(B)(6) "slumped over" with mental status changes/altered mental status, confusion, and appeared generally ill. The patient was noted to be sleepy and tired and having difficulty staying aware since the implant. The patient was brought to the emergency room (ER) but refused admission and went home. The ER notes indicated the patient appeared lethargic but responded to verbal commands. The patient¿s white blood cell count of out of range at 14.3. No representative at that time had seen the patient. The patient was admitted later that night/early morning, 2015-(B)(6) at 00:24, with dehydration, confusion , pain, the inability to urinate/urinary retention or have a bowel movement, fingers were cold and dusky as the skin was cold to touch, and respiratory depression/failure. The patient¿s blood pressures were noted as 76/41, 70/48, 86/46, 86/43, 79/41, 95/61, 100/82, 81/45, 63/35. 76/41. The patient¿s sao2 on room air was 70%, 90% on bipap, and 95% on a non- rebreather mask. There was mild c02 retention and a urinary tract infection. Various laboratory work was ordered. Laboratory results also noted out-of-range results for the ph 7.289 (low), pc02 48.0 (high), p02 242 (high), base deficit 3.3 and 2.5 (high), absolute neutrophil 11.6 (high), absolute monocyte 1.1 (high), chloride 95 (high), glucose 162 (high), calcium 8.2 (low), anion gap 21 (high), lactic acid 32 (high), ph venous 7.187 (low), pco2 venous 67.9 (high), hc03 24.8 (high), %02sat 53.4 (low), blood urea nitrogen 40 (high), creatine 5.08 (high). Gfr 9/10 (low), bun 4.0, albumin 2-6, alt 201, and ast 281 (noted elevated liver enzymes). Various other test results were also provided with in-range results. The patient had overdose symptoms as the daily dose from the pump was too high for the patient with potential severe interaction of dilaudid. The representative was contacted and advised to go the ER and turn the pump to minimum rate. At that time the patient was on a "CPAP" type of machine, helping her to breath. A urinary catheter was noted to be present. There were no alarms or anything to indicate that the pump was malfunctioning. The patient had previously been given narcan and responded appropriately. Therefore, the assumption was that she was overdosing and the pump needed to be turned to minimum rate. The next day, the physician provided that the patient had gone into acute renal failure and dialysis, was in shock, was on vasopressors, and in the ICU. The patient would eventually be intubated/vented and had acute liver failure. The patient was seen in the hospital by a nurse practitioner who stated the patient was still intubated but improving. No diagnostic testing or troubleshooting reportedly was required. It was unknown if the issue was resolved or if the cause was determined. At the time of the report the patient's status was reported as alive-with injury. This device system delivered dilaudid. It was believed that due to the condition of the previous catheter (see manufacturer report # 3007566237-2015-01416) and that the daily dose was significantly decreased that the patient no longer had the same tolerance for the medication. The patient was sensitive to the medication reaching the intrathecal space following the replacement and thus the dose was still too high for the patient. The last update was from around (B)(6), and at that time the patient was still intubated; however she was doing better and the enzyme levels were decreasing. At that time they were hoping to remove the ventilator shortly. No further details were available. Portions of the information were illegible and further attempts were made for the clarity of the information. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# unknown, product type: catheter. (B)(4).